Event description:
It was reported that during the patient's scheduled follow-up visit the pulse generator indicated it was at end of life (eol) earlier than expected. It was also reported that there may have been premature depletion. The device was reprogrammed and the patient was scheduled for a replacement. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.